Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the set screw of the cardiac resynchronization therapy defibrillator (crt-d) would not lock into the connector when attempting to screw the lead. Several wrench kits were used and after several attempts the screw held successfully. The crt-d remains in use. No patient complications have been reported as a result of this event.